Event description:
During preparation for cardiopulmonary bypass, the device unexpectedly displayed an indication that the air sensor was not properly communicating with the heart lung console. The sensor was plugged into an alternate communication port and returned to normal function. There was no reported adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation anticipated, but not yet begun.